Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery could not be charged past (B)(4). During a follow up, the customer reported the battery gauge later jumped up to (B)(4) and remained static for two days despite being in use. Review of the pump data logs by tandem technical support showed the battery gauge was fluctuating. The customer's blood glucose level was 140 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.